Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that pump did not alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while pitocin was infusing, the nurse discovered a "hole" in the tubing below the safety clamp. Per report, nurse "suspects that the pump alarm did not activate due to a sensor issue, which allowed pitocin to drip directly onto the floor." When the nurse opened the pump module door, the medication began pouring out. There was patient involvement, but the outcome is unknown.